Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure device sitting in the endometrial cavity'), device expulsion ('migration of essure device location of device: essure device sitting in the endometrial cavity') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (ess205) (batch no. 12238295-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pills from (B)(6) 2002 to(B)(6) 2003. Concomitant products included nsaids since (B)(6) 2003 and paracetamol (acetaminophen) since (B)(6) 2003. On (B)(6) 2003, the patient had essure (ess205) inserted. In july 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2003, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of, surgical removal of coils and to remove surgery). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the embedded device, device expulsion, depression, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- there was a total of 14 coils present after application on the right and 4 coils on the left. Patient received treatment for migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Lot number ( 12238295 ) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received outcome of event bleeding was updated as recovered. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure device sitting in the endometrial cavity'), device expulsion ('migration of essure device location of device: essure device sitting in the endometrial cavity') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (ess205) (batch no. 12238295-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2003, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of, surgical removal of coils and to remove surgery). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the embedded device, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- there was a total of 14 coils present after application on the right and 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number ( 12238295 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (to remove surgery). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure device sitting in the endometrial cavity'), device expulsion ('migration of essure device location of device: essure device sitting in the endometrial cavity') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (ess205) (batch no. 12238295) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2003, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of, surgical removal of coils and to remove surgery). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the embedded device, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- there was a total of 14 coils present after application on the right and 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: essure device sitting in the endometrial cavity, mental anguish were added & one event was updated from psyche injury to depression. Lab test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure device sitting in the endometrial cavity'), device expulsion ('migration of essure device location of device: essure device sitting in the endometrial cavity') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (ess205) (batch no. 12238295-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2003, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of, surgical removal of coils and to remove surgery). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the embedded device, device expulsion, depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- there was a total of 14 coils present after application on the right and 4 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number ( 12238295 ) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: update of information (batch is inv). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (to remove surgery). Essure (ess205) was removed on (B)(6) 2003. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event .new events added: pelvic pain, abdominal pain, gen. Abnorm. Bleed, psych injury. Event outcome were added. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.